Event description:
It was reported to siemens that a product problem occurred while operating the somatom scope power (de) CT scanner. It was reported that during a stroke examination, the head CT (native) could be performed as planned. However, the subsequent angiography could not be triggered, and no radiation output was generated for this scan step. The affected patient was a 50-year-old female. Due to the inability to perform the angiography, the diagnostic procedure continued using mr imaging. This resulted in an approximate delay of 10 minutes. No adverse health consequences have been reported. Follow-up system checks and test scans did not reveal any abnormalities, and normal system functionality was confirmed. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.